Event description:
The customer reported that the device stopped sealing. There was no injury or damage to the pt. No further info has been provided by the site.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation. The returned sample met specification as received. Visual inspection found no defects. A review of the lot number reported and the lot number on the display box indicates that the product was within the assigned expiration date at the time of reported incident. The lot number on the display box varied from the lot number reported. The customer reported that the device stopped sealing. The reported condition was not confirmed. The jaws were clean when the device was received. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The IFU states keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Manufacturing non-conformances were reviewed on both lot numbers 253463x and 251274x. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.